Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information received: after investigation, the patient is male and (B)(6) years old. He underwent open radical gastrectomy at the first clinical medical college of (B)(6) university on (B)(6) 2021 due to "gastric cancer". The surgeon used cdh25a manufactured by our company for gastrointestinal reconstruction (end-to-side anastomosis of esophagus and small intestine). The surgeon stated that the stapler was fired after selecting the staple height of 1.5 mm. The stapler was not completely fired and found that the cutting washer was cut off after firing, the tissue doughnut was incomplete, the stapling line had poor stapling, and there was blood seepage (the specific blood seepage volume was unknown). The surgeon then used the suture to suture and stop bleeding, and there was no blood seepage again. At present, the patient recovered well and was discharged. No reports on subsequent complications were received. This was originally reported under 3005075853-2021-06487 and that report was submitted in error. Moving forward all information will be captured under (B)(4).

Event description:
See report number 3005075853-2021-06487.